Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. No actions were taken and the lead remains in use. This patient is a participant of the system longevity clinical study. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the right ventricular (rv) lead settings were reprogrammed, the lead remains use, however explant is planned.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).